Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the screen on his pump was flashing. The customer's blood glucose at the time of the incident was 149mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the pump and revert to the backup plan. The pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.